Event description:
It was reported that the customer experienced a low blood glucose a few months ago. Customer is responding the drive support cap letter. There is cosmetic damage to the insulin pump. The blood glucose reading is 128 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.